Manufacturer narrative:
B5 correction: additional information received indicates that the field representative was able to restore therapy with the ipg. With this new information, this issue is no longer considered reportable.

Event description:
Additional information received indicates that the field representative was able to restore therapy with the ipg. With this new information, this issue is no longer considered reportable.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg became inoperable. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction to b5 - additional clarification was received to confirm that the ipg is inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional clarification was received to confirm that the ipg is inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 where the ipg was replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report